Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number for this device is unavailable and therefore the manufacturing date could not be located in the manufacturing database. (B)(4).

Event description:
It was reported that the programmer would not interrogate an implanted device and experienced an error. Power was cycled to the programmer and resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.